Event description:
A customer reported that prior to a procedure the footswitch was not recognized. The surgery was canceled due to this event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).